Manufacturer narrative:
Patient identifier is not available for reporting. Number 510k: this report is for an unknown proximal locking screw. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Device malfunctioned intra-operatively and was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant devices therapy date is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2017 due to patient complaints of pain. Revision procedure captured in com-(B)(4). During the removal procedure, one (1) proximal locking screw stripped. At that time the surgeon opted to stop trying to remove the remaining hardware. The stripped screw remains implanted, as well as the 4.5mm lateral proximal tibia plate, one (1) proximal screw and three (3) distal screws. All hardware was intact. There was no reported surgical delay, and no additional x-rays or additional medical intervention required. Concomitant devices reported: 4.5mm lateral proximal tibia plate (part number unknown, lot number unknown, quantity 1), proximal screw (part number unknown, lot number unknown, quantity 1), distal screws (part number unknown, lot number unknown, quantity 3). This report is for one (1) proximal locking screw. This is report 1 of 1 for com-282926.